Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device turned off 4 times during a case, no case delays/patient involvement. Therefore, there was loss of insufflation.